Event description:
Gynecare tvt exact continence system (ref. # tvtrl) (lot #3696784) - while the surgeon was inserting the trocar sheath, approximately 3mm of the tip of the trocar sheath broke off in the patient.